Event description:
It was reported that the guidewire was fractured and remained inside the patient. The non-stenosed target lesion was located in the tortuous and non-calcified vessel in the abdomen. A 200x25cm angled fathom -16 guidewire was selected for use in an endoleak procedure. During the procedure, the device was used to navigate the vessel. After multiple passes, it was noted that the guidewire fractured at the ileolumbus branch. As the fracture occurred in a vessel that was planned to be embolized, the fractured portion was left inside the vessel. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the returned guidewire had the distal tip detached and bent. No other issue or anomalies were identified. The distal tip section was not returned. Microscope inspection revealed that the returned guidewire had the distal tip detached. Dimensional inspection revealed that the components were within specification. The customer provided pictures related to the complaint and media inspection was performed. X-ray screen images were provided where it is possible to observe the device, however, there is no clear evidence that the device was broken from the photos attached. No other issues were identified during the product analysis.

Event description:
It was reported that the guidewire was fractured and remained inside the patient. The non-stenosed target lesion was located in the tortuous and non-calcified vessel in the abdomen. A 200x25cm angled fathom -16 guidewire was selected for use in an endoleak procedure. During the procedure, the device was used to navigate the vessel. After multiple passes, it was noted that the guidewire fractured at the ileolumbus branch. As the fracture occurred in a vessel that was planned to be embolized, the fractured portion was left inside the vessel. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the returned guidewire had the distal tip detached and bent. No other issue or anomalies were identified. The distal tip section was not returned. Microscope inspection revealed that the returned guidewire had the distal tip detached. Dimensional inspection revealed the components were within specification except the overall length which was only 76.26 out of 78.74" +/-.25. The customer provided pictures related to the complaint and media inspection was performed. X-ray screen images were provided where it is possible to observe the device, however, there is no clear evidence that the device was broken from the photos attached. No other issues were identified during the product analysis.

Event description:
It was reported that the guidewire was fractured and remained inside the patient. The non-stenosed target lesion was located in the tortuous and non-calcified vessel in the abdomen. A 200x25cm angled fathom -16 guidewire was selected for use in an endoleak procedure. During the procedure, the device was used to navigate the vessel. After multiple passes, it was noted that the guidewire fractured at the ileolumbus branch. As the fracture occurred in a vessel that was planned to be embolized, the fractured portion was left inside the vessel. The procedure was completed with another of same device. No patient complications were reported.